Event description:
It was reported that a patient underwent an atrial tachycardia ablation, and the patient experienced cardiac perforation that required surgical intervention and prolonged hospitalization. There was an "epicardial effusion". The patient's blood pressure went to zero and the effusion was confirmed in the moment via intracardiac ultrasound. The medical intervention provided was surgery. The patient was in the cardiovascular operating room. A perforation was located in the roof. The surgery was successful, and the patient was stable after surgery. Patient improved; however, the patient required extended hospitalization. The physician's opinion on the cause of the adverse event was patient condition and procedure. The event occurred during the ablation phase and ablation was performed prior to noting the effusion. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31407209l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).